Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure the patient not tolerating the rings around the lights very well, distance vision is also not very clear, cannot read road signs very well. There are two medical device reports associated with this event. This report is associated with the left eye. Additional information was requested.